Manufacturer narrative:
Method- device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) study pt with newly diagnosed multiple myeloma underwent a kyphoplasty procedure on levels t5, t6 and t8. One day postoperatively, an x-ray revealed cement extravasation posterior to level t6. There were no pt complications. No add'l info was reported.